Event description:
No new information for this event description.

Manufacturer narrative:
Product analysis #(B)(4):analysis information -- pli# 20 product ID# 97800 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID 3889-28 lot# va1v2nm serial# implanted: (B)(6) 2018 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that the patient was experiencing a shock from the internal device. Patient stated when they "turned to ice" they'd feel a shocking sensation and it would not stop. They noted that they tried a few different settings/programs both increasing and decreasing. Patient wanted entire system replaced. They have not been able to use the system since their battery change on (B)(6) 2022. Patient was also experiencing discomfort/soreness/pinching/ache/pressure. The issue was resolved when the device was removed on (B)(6) 2024 and replaced with a 97800 and 978b128. Patient felt stimulation appropriately and comfortably.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.